Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated by our field service engineer on site and the control printed circuit board was determined defective and replaced which solved the issue. The issue was confirmed in the provided log files. The device passed several pre-use checks and was cleared for clinical use. No replaced part has been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation. However, the cause is most likely due to a single component failure.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).